Event description:
Technician alleged that the reverse trendelenburg function is not working on this bed. (B) (4) stated that there were no injuries and a patient was not in the bed. (B) (4) stated that the bed was in storage.

Manufacturer narrative:
Technician found a loose connection on the logic board. Technician reseated all the logic board connections to resolve the problem with the reverse trendelenburg function not working.